Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for investigation. Signs of use were observed within the extension lines. Visual inspection of the catheter revealed the distal extension line had separated from the juncture hub. The separation point was jagged and uneven. Remains of the extension line were seen molded to the juncture hub. The catheter body appeared to be intentionally severed. Microscopic examination confirmed that the extension line was separated at the juncture hub. The total length of the catheter body measured 179 mm which is not within specifications of 207-227 mm per catheter product drawing. This indicates that 28-48 mm of the catheter was not returned for analysis. The outer diameter of the distal lumen measured to be 2.13mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.4732 mm which is within specifications of 1.42mm - 1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the juncture hub molding cavity for the distal extension line measured 0.084". The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and medial lumens were each flushed with a lab inventory syringe. Both lumens operated as intended. Functional inspection could not be performed on the distal extension line due to the damage. A manual tug test confirmed the proximal and medial luer hubs were secured to their respective extension lines. A manual tug test could not be performed on the distal extension line since the luer hub was separated. The manufacturing site was previously consulted. Per manufacturing, the observed damage is not consistent with a manufacturing defect. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probable cause for such an issue is that undue force was applied , which caused the breakage. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also states, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The reported complaint of an extension line/juncture hub separation was confirmed through complaint investigation. Visual inspection of the catheter revealed the distal extension line had separated from the juncture hub. The separation point was jagged. Per manufacturing, the observed damage is not consistent with a manufacturing defect. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probable cause for such an issue is that undue force was applied to the extension line. Based on the sample returned and the comments from the manufacturing site , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the luer-hub(brown) was falling off from the extension line.". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the luer-hub(brown) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the luer-hub(brown) was falling off from the extension line.". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.